Event description:
This report was received via a lens accountability form from an outpatient surgery unit. The model 920 intraocular lens was returned to pharmacia and upjohn because it was defective. Upon opening the package for use, surgery personnel noted there was only one haptic on the lens. Investigation is being done by the MFR.